Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-24, additional information was received from the patient. The patient stated they knew what it was like to go through withdrawals with the pump and said she probably experienced it about 6 months ago. The report also stated, "patient said she knows what it was like to go through withdrawals with the pump and said she probably experienced it a year ago one time".

Manufacturer narrative:
Concomitant medical products: product ID 8709; serial# (B)(4), product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 05-jul-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (20 mg/ml at 28.063 mg/day), clonidine (175 mcg/ml at 28.063 mg/day), and bupivacaine (20 mg/ml at 28.063 mg/day) via an implanted pump. The indication for pump use was spinal pain and non-malignant pain. On (B)(6) 2019 it was reported that the patient was going to have her catheter replaced. She had had issues with the catheter not giving the proper amount of medication for 1.5 years. She could go a whole week longer than her alarm date and still had 2 or more cc left. No patient symptoms were reported. No further complications were reported/anticipated.